Event description:
It was reported PICC dislocation in the vena acygos. PICC placement left upperarm 25.08.2022, 04.09 x-ray and CT shown PICC tip elongated in the azygos vein, in a further control x-ray of the thorax 5.9.22 (without any specific manipulation in the meantime), the correct position is again shown.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, radiographic image analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter tip malposition into the azygos vein was confirmed but the cause is unknown. Three ap chest radiographic images and one axial CT chest radiograph were returned for evaluation of this complaint. All images contained a right subclavian central venous catheter with the tip overlaying the superior vena cava (svc). In addition, all of the images contained a left sided PICC. The left sided catheter tip position varied in the images. Chronologically, the first returned image was conducted on 8/25/2022 with the catheter in the svc with the tip overlaying the cavoatrial junction. The next imaging was conducted on 9/4/2022 and showed the catheter with the tip curled back on itself into the azygous vein. The last returned image was from 9/5/2022 which showed the left sided PICC with its tip overlaying the svc. It was reported that the catheter tip position corrected itself without specific manipulation. Possible contributing factors for malposition of the catheter tip could include the patient¿s anatomy and/or physiology, jetting of fluid from catheter tip during power injection, or the catheter whipping during power injection. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported PICC dislocation in the vena acygos. PICC placement left upperarm 25.08.2022, 04.09 x-ray and CT shown PICC tip elongated in the azygos vein, in a further control x-ray of the thorax 5.9.22 (without any specific manipulation in the meantime), the correct position is again shown.